Event description:
Account reports incident in which the sleeve stopper separated. "When removing needle from the med port, the medport attached itself to the dextrose needle." No patient compromise reported.